Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ enteral syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: foreign matter/ moisture (bx305864; lot 2124139): through inspection prior to use multiple lots of med-rx bd sterile syringes for oral/enteral mostly contained moisture inside syringe tip and/or barrel, and few had unexplainable dark spots inside sealed packaging of syringes. All affected packages are bagged and set aside. O 3x10ml syringes o did not use any syringes from packaging if one syringe was affected. Hard to fully inspect unless opening the package."

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2124139. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defects. No samples have been received for evaluation. The moisture as described in complaint is likely silicone lubricant used in the assembly process. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The product is shipped bulk non-sterile and were not packaged in sealed blister packages or kits at the assembling facility, and thus cannot speculate on defective packaging. Since no samples displaying the reported "moisture" condition were received a potential root cause could not be defined and corrective actions are not necessary.

Event description:
It was reported while using bd¿ enteral syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: foreign matter/ moisture (bx305864; lot 2124139): through inspection prior to use multiple lots of med-rx bd sterile syringes for oral/enteral mostly contained moisture inside syringe tip and/or barrel, and few had unexplainable dark spots inside sealed packaging of syringes. All affected packages are bagged and set aside. O 3x10ml syringes o did not use any syringes from packaging if one syringe was affected. Hard to fully inspect unless opening the package."